Event description:
Litigation papers allege: patient suffered and continues to suffer the following personal and economic injuries as a result of the implantation of the hip: constant pain in and around her hip, difficulty walking, loss of mobility, numerous follow-up doctors appointment; possible chromium and cobalt poisoning, possible revision surgery, anxiety, fear and other emotional damages.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.